Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker located at their information center ix product was not operational. No patient harm was reported.